Event description:
Reportedly the enduser was attempting to move from a chair to their bed, utilizing the rollator walker. While in the process of standing up from their chair and beginning to walk, the walker rollator moved away from pt they fell and broke their right hip.